Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm therapy, customer reported that the thermogard ivtm system (serial #(B)(4)) was not cooling the patient. Issue happen in less than 12 hours of treatment. Another thermogard system was used to continue with therapy. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.